Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The customer's reported problem was not confirmed. The pump and IV set were returned to the local affiliate with no accompanying documentation and were inadvertently routed through the local service centre where it was tested and repaired in accordance with the technical service manual (tsm). Although requested, the pump will not be made available for investigation. An investigation of the service repair records show that the error log was empty, thus indicating that the unit had not logged any internal malfunctions. Rate accuracy testing values equated to 5.6% when the specification is +/-5%. The pumping mechanism was replaced. The unit was then tested in accordance with the tsm and results were within specification on all tests. The investigation is inconclusive as the pump was not returned for investigation of the reported event. The pump does not contain an event log therefore, it was not possible to confirm the sequence of events described by the user. It is considered unlikely that the out of specification rate would have resulted in the reported over infusion, which would equate to an infusion rate of at least 6 times greater than the 4ml/hr setting.

Event description:
One hundred (100mg) of midazolam was running in 100mls of normal saline at a rate of 4 ml/hr, then reduced to a 2 ml per hour. The nurse noticed that the bag was empty and air was all the way down to the top of the pump. The 100ml volume had gone through in over 4 hours period. This occurred through channel a and another infusion was running through channel b. Patient was checked and deemed ok and nil intervention required.